Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Event description:
Upon interrogation the device was found in a back-up mode. The device was successfully reset.